Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customers blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.